Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Update d fields: d8; e1 - initial reporter establishment name: national federation of public employees mutual aid associations shin-beppu hospital; g3; h2; h3; h6 and h11 corrected fields: e1-last name: uemura; e1 - address 1; e1 - phone number; e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective g1 board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective g1 board. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device power did not turn on. There were no reports of patient harm.